Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) was deployed and pull and hold test done with good measurements. The physician flushed the delivery system and flossed the tether. There was no resistance shown in the tether. Smooth removal of tether under fluoroscopy. However, when measurements were tested again after tether removal the threshold had increased. The threshold continued to increase over the next thirty minutes. As there was an increasing trend of threshold, the physician decided to snare it out and re-implant with a new leadless ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.